Event description:
The time of event is unknown. There was no report of patient harm. Fiber image failure(fluid damage).

Manufacturer narrative:
This device is not distributed in us so that 510k# is blank. We checked the returned unit and confirmed that the cfb fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the cfb. In addition, we confirmed that the insertion flexible tube (ift) broken, the image guide fiber bundle (cfb) fluid damage, the objective cover lens:the "impurities" or "filth" is attached on the scope or camera, the lcb distal cover glass:the "impurities" or "filth" is attached on the scope or camera, the root brace rubber flexible tube worn out, and the insertion flexible tube (ift) worn out; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Fiber image failure(fluid damage).

Manufacturer narrative:
This device is not distributed in us so that 510k# is blank. We checked the returned unit and confirmed that the cfb fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the cfb. In addition, we confirmed that the insertion flexible tube (ift) broken, the image guide fiber bundle (cfb) fluid damage, the objective cover lens:the "impurities" or "filth" is attached on the scope or camera, the lcb distal cover glass:the "impurities" or "filth" is attached on the scope or camera, the root brace rubber flexible tube worn out, and the insertion flexible tube (ift) worn out; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.